Manufacturer narrative:
The investigation determined that the result differences generated between the different methods are consistent with methodological differences. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardized methodology used. The investigation did not identify a product problem.

Event description:
There was an allegation of questionable elecsys ft3 iii ver.2 results for 1 patient sample on a cobas e 801 module compared to a fujirebio lumipulse analyzer. The customer suspected a non-specific interference in a patient sample and referred it for investigation. A test result discrepancy was generated during the investigational measurements. Refer to the attachment to the medwatch for all patient data. No questionable results were reported outside of the laboratory. The customer e801 analyzer serial number was requested but not provided. The investigational e801 analyzer serial number is (B)(4). The customer reagent lot numbers and expiration dates were requested but not provided. This medwatch will cover ft3 iii ver.2. Refer to medwatch with a1 patient identifier pt-77311 for information on the ft3 iii results.